Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to erosion and infection. It was noted that there was an erosion point on the skin with blood oozing out. The device and lead were sent to pathology for full analysis. No further patient complications have been reported as a result of this event.